Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient received a shock from this implantable cardioverter defibrillator (ICD). A request was made for electrogram reports to be reviewed, and the patient was referred to the clinic for further evaluation. Subsequently, the health care professional contacted technical services (ts) to review therapy episodes recorded on the device. Ts review indicated that the episodes were associated with conducted sinus tachycardia detected within the ventricular tachycardia (vt-1) zone and initially, therapy was appropriately withheld; however, upon expiration of the sustained rate duration (srd) timer, therapy was delivered. Two episodes of inappropriate therapy were identified. One episode consisted of a single burst of anti-tachycardia pacing (atp). A second episode consisted of six atp sequences followed by five induced shocks, after which therapy was exhausted. Programming recommendations were provided. This ICD remains in service. No additional adverse patient effects were reported.